Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, the investigation determined that the reported issues appear to be related to operational context of the procedure. Reportedly, the guide wire failed to cross due to the tortuous anatomy. Then, the guide wire was removed from the patient to re-shape the tip; however, during re-shaping, the tip separated in several pieces outside the patient anatomy. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. Correction: d9 - device available for evaluation - yes removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the left external iliac artery with tortuosity. The ht command 18 st guide wire (gw) was attempted to be advanced to the target lesion; however, the gw fail to cross the target lesion due to the tortuous anatomy. Therefore, the gw was removed from the patient to reshape the tip; however, during reshaping, the tip separated in several pieces outside the patient anatomy. The gw use was discontinued and the procedure was completed with a new ht command 18 st guide wire. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.